Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ('intense pruritus which is unriveting') in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The patient's medical history included adenomyosis, polyarthralgia, skin rash, multiple allergies, asthma, cervical radiculopathy and gallbladder removal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy. Bilateral salpingectomy and mini laparotomy, removal of tub). Essure was removed on (B)(6) 2019. At the time of the report, the pruritus outcome was unknown. The reporter considered pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2019: normal vaginal and vulvar exam. The cervix was smooth. Uterus was normal in site. Shape. And configuration. There was evidence of minimal endometriosis for which the patient symptom tic. There was no evidence of right ovarian cyst as it was evident on preoperative MRI.. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes, supracervical hysterectomy with bilateral salpingectomy. Endometrium: most basalis endometrium with focal secretory changes myometrium ¿ adenomyosis fallopian tubes ¿ fallopian tube with no significant pathologic diagnosis one tube contains a metallic essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: intense pruritus which is unriveting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical record received: previously reported event "medical device removal" replace with new events added: intense pruritus which is unriveting. Lot number, patient history, lab data were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ('intense pruritus which is unriveting') in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The patient's medical history included adenomyosis, polyarthralgia, skin rash, multiple allergies, asthma, cervical radiculopathy and gallbladder removal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy. Bilateral salpingectomy and mini laparotomy, removal of tub). Essure was removed on (B)(6) 2019. At the time of the report, the pruritus outcome was unknown. The reporter considered pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2019: normal vaginal and vulvar exam. The cervix was smooth. Uterus was normal in site. Shape. And configuration. There was evidence of minimal endometriosis for which the patient symptom tic. There was no evidence of right ovarian cyst as it was evident on preoperative MRI.. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes, supracervical hysterectomy with bilateral salpingectomy. Endometrium: most basalis endometrium with focal secretory changes myometrium ¿ adenomyosis fallopian tubes ¿ fallopian tube with no significant pathologic diagnosis one tube contains a metallic essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: intense pruritus which is unriveting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.